Event description:
Boston scientific received information that one day post implant the left ventricular (lv) lead exhibited loss of capture due to increased threshold measurement. An x-ray revealed that the lead had dislodged. A revision procedure was performed and the existing lv lead was explanted. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, it was noted that the complete lead was returned with dried blood and body fluid in the lead lumen. Visual inspection revealed a bulge in the lead at 815 to 825 mm from the terminal pin where the insulation was stretched. Further inspection showed that the insulation was bunched at 875 mm from the terminal pin. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. Analysis could not confirm the clinical allegations observed in the field.